Event description:
False results of 0.0 mg/dl have been observed, primarily with neonate and pediatric samples. Hemoglobin interference (at certain values) with suspect reagent may lead to false results. Customers notified of issue.